Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter in 2008, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The pt reported a meter result of 132 mg/dl on her meter. According to the reporter, after the issue began, the pt had an episode where she was blacking out and slurring her speech. The paramedics were called, they tested her blood glucose and obtained a meter result of 40 mg/dl. She was given something to eat and drink. The meter was replaced. It would have been helpful to know: the times of the events, the pt's medication regimen, and her testing frequency. This complaint is reported, as the comparison failed and the reporter alleged the pt was found to be hypoglycemic after the reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.